Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the user deviated from the olympus recommendations during the device handling and reprocessing steps. The root cause of this event was unable to be identified. The following is included in the instructions for use: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer called into olympus with an observation/concern. The caller is a travel surgical technologist assigned to this facility. He observed the scopes being left in the reprocessing machine overnight (after being cleaned) instead of being hanged in the drying cabinet. The caller was concerned this practice could lead to inadequate reprocessing/potential contamination. The caller confirmed there was no actual patient infection, only a concern for potential infection based on this practice. The caller was unable to provide specific model/serial numbers for devices since this was a general concern and did not involve a specific scope. The caller states that he has escalated his concern to leadership. The caller declined offer to dispatch the endoscopic support specialist (ess) to help evaluate the reprocessing procedures and provide education stating it is not his call to make.

Manufacturer narrative:
Specific endoscope information unknown-caller reported general concern-no specific device. Fdf chosen as a representative pro-code. Aizu chosen to represent manufacturer information (most endoscopes manufactured by aizu). The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.